Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient developed endophthalmitis. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).